Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a crack in the y-site was confirmed as supplier related. The returned sample was found to exhibit the same features as a known issue, and the root cause was determined to likely be within the scope. The returned product was a 19g x 1¿ powerloc safety infusion set. The y-site luer adaptor contained a longitudinal crack traversed from the orifice of the connector to the mold indicator. The crack in the y-site luer adaptor leaked when the sample was flushed. This event was likely related to a known supplier related issue. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the patient received folfox/mvasi. Dry 5fu from his 48 infusion, noted on threads between port needle and microclave cap of both lumens. Patient didn't relate any notice on skin or clothing. No other information was provided. Additional information received 10/12/2023: involved patient, treatment was completed. Exposure of chemo to skin but no harm. Leakage occurred from the port tubing end point.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the patient received folfox/mvasi. Dry 5fu from his 48 infusion, noted on threads between port needle and microclave cap of both lumens. Patient didn't relate any notice on skin or clothing. No other information was provided.

Event description:
It was reported that the patient received folfox/mvasi. Dry 5fu from his 48 infusion, noted on threads between port needle and microclave cap of both lumens. Patient didn't relate any notice on skin or clothing. No other information was provided. Additional information received 10/12/2023: involved patient, treatment was completed. Exposure of chemo to skin but no harm. Leakage occurred from the port tubing end point.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.